Manufacturer narrative:
The pump and purge cassette were returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during impella cp implantation, the pump could not be started in the left ventricle (lv) and the impella cp had to be removed again. The procedure was successfully completed with another impella cp. There was no reported patient harm.

Manufacturer narrative:
The investigation for pump did not start has been completed. No data logs were returned. The product was returned and upon inspection the full red lumen was found in the pump. The pump was also able to start and run in the lab after removing the red lumen. The root cause of the pump did not start issue was determined to be a use-related red lumen issue. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11968. F6/f8-should have been left blank.